Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 465cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced left breast pain and bruising. Subsequently, she was diagnosed with a ruptured left breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 450cc (left-sided) and 465cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 28, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device indicated the patient also experienced left breast swelling and asymmetry in addition to the other complications. On december 19, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing and microscopic examination, and shell thickness of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: local reaction, anisomastia manufacturer¿s reference number: (B)(4).